Event description:
One x stop interspinous decompression spinal implant was inserted at l4-l5 in 2006. Patient complained of a return of stenosis symptoms at the 3 weeks postoperative visit at which time a spinous process fracture at l5 was confirmed by x-ray. It was reported that patient has elected to undergo further decompression surgery at which time the implant will be removed.

Manufacturer narrative:
H6: device not returned. No conclusion can be drawn at this time. Date of event is unk.